Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery following a difference of the second length of femur was required. The surgeon used two locking compression plates (lcp). One month after the surgery and one week authorization to walk, the plate ruptured. A new surgery with two juxtaposed plates took place on an unknown date and the plate also ruptured. This report is for the second surgery. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. Lot number reported as 2000176 but the lot number does not match with article number. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.